Manufacturer narrative:
Concomitant medical products: product ID: 977c190, lot#: va1jnwh008, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c190, serial/lot #: va1jnwh008, ubd: 03-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced an electric shock when using the ins, the patient was bent down to vomit. The electric shock was felt in neck, upper back, chest, and hands. Contributing factor was the patient bent down rapidly to vomit. The patient had both hd and ld programs in the same program group. The patient was still using the same programs but with lower power which was the action taken to resolve the event. The impedances will be checked on (B)(6) 2021. No surgical intervention occurred, nor was planned. The patient was alive with no injury. Additional information was received reporting that the impedances were checked and all electrodes were okay. The impedance measurements were between 830-920 ohms. The cause was maybe the fast bent to vomit. It was confirmed that vomiting was not related to the device. The action taken to resolve was the impedances were checked and patient put the ins on. Waited for 2 hours and everything seemed to work perfectly. The event was resolved.